Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 500 mg/dl at the time of the event. Prior to the event, a button error alarm occurred on the insulin pump alarmed that could not be cleared. The customer did not have a backup plan to treat her diabetes, so she went to the hospital. Nothing further was reported.